Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, of an introducer needle detached from the applicator during insertion of the sensor. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of an introducer needle detached from the applicator could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it passed. The customer's complaint of an introducer needle detached from the applicator was not confirmed. A root cause could not be determined.